Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat to a heavily calcified distal left anterior descending artery that is 90% stenosed. The 2.0x15mm mini trek balloon dilatation catheter (bdc) ruptured during the first inflation above rate burst pressure. It was noted the ruptured was due to tortuosity and heavy calcification. Resistance was anatomy was felt during advancement and removal of the bdc. Another balloon used to pre-dilate the lesion and the procedure was completed. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.